Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure poor thresholds were noted after the first deployment attempt. The ipg was recaptured. The ipg and delivery system were removed and the implant procedure was abandoned. No patient complications have been reported as a result of this event.